Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that during the stent placement procedure to treat superficial femoral artery lesion, the stent allegedly got foreshortened. It was further reported that, additional stent was required to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during the stent placement procedure to treat superficial femoral artery lesion, the stent allegedly got foreshortened. It was further reported that, additional stent was required to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. One provided x-ray image demonstrates the deployed stents in overlapping condition in the sfa including a digital length measurement. The digital length measurement confirms stent foreshortening. Based on the information available the investigation is confirmed for stent foreshortening . A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' In regards to pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instructions for use state: '5f (1.67 mm) or larger introducer sheath 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: d4 (expiry date: 07/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.